Event description:
It was reported that the ventilator failed the internal leakage, safety valve, pressure transducer and flow transducer tests during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.